Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID 18 mm true balloon (lot: unknown); product type: dilatation balloon; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during valve-in-valve replacement of a medtronic (mosaic) surgical valve with a transcatheter aortic valve, a n on-medtronic (sentinel) cerebral protection system was placed, and a pre-implant balloon dilation was performed with a 18 mm non-medtronic (true) balloon. The valve was recaptured twice before implant. The first deployment attempt was too deep, and the second deployment attempt was too shallow. No post-implant balloon dilation of the valve was performed as there was no aortic insufficiency noted by echocardiogram and the mean gradient was 7-8 mmhg. A closure device failure occurred in the left common femoral artery which was the access site used for delivery catheter system (dcs). Hemostasis was achieved with placement of a 11 mm non-medtronic (viabahn) covered stent and balloon dilation.